Event description:
The complainant reported that during the initial cutdown for the impella 5.5 axillary graft site, some bleeding complications were encountered. The graft was placed successfully, and multiple "quick clot" methods were used to stitch the site. Following implant, protamine was used to reverse the effects of heparin and blood products were given to counteract the blood loss. Support continued uninterrupted. The patient¿s left ventricular ejection fraction recovered to 45-50%, and the patient was taken to the operating room for the removal of the impella 5.5. The patient was stable during the wean and there were no issues reported at explant. The patient remained on venopulmonary extracorporeal membrane oxygenation after impella 5.5 was explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿